Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Because of back problems. The patient stated that the stent grafts have been great, however, the patient had a secondary intervention with the implantation of two aneurx aortic cuffs 28x375 for a proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.